Manufacturer narrative:
B5: additional/corrected information.

Event description:
On (B)(6), 2018, the patient underwent coil embolization of the inferior mesenteric artery. The patient tolerated the procedure.

Manufacturer narrative:
B6: additional/corrected information. D11: patient medications include but are not limited to: alburterol sulfate, aspirin, atorvastatin, cardura. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2019, follow-up computed tomography showed contrast in the aneurysm sac. On (B)(6) 2019, review of the images determined the appearance of a proximal type I endoleak and aneurysm enlargement of approximately 5mm. No reintervention has been scheduled for the patient.